Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), product type: implantable neurostimulator.

Event description:
A healthcare professional (hcp) reported that the patient was shaking uncontrollably. It was also noted that the patient has dementia and severe pain due to a stroke as of an unknown date. The outcome of the event is unknown. No further complications are anticipated. The patient's indication for implant is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.